Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: feb 4 2021. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: the complaint lens was received in a specimen cup. Additional documentation was received as well. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that one complaint folder was found in the complaint system as part of this production order and was coded for "packaging" which is not related to the codes used in this investigation. Furthermore, there was no product returned for this complaint. The complaint issue reported could not be verified and no product deficiency could be identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided. Best estimate of date of event is between (B)(6) 2018. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted form the patient's right eye due to patient not able to drive at night because of halos and glares. Iol was replaced with a different model, zcb00, lower diopter power, 24.0 lens. It was noted that pre-op visual acuity was 20/30. No other information was provided.